Manufacturer narrative:
Additional info: visually confirmed cannula broken about ~35 mm from tip. Visual and optical examination identifies tip significant deformation consistent with bend stress overload; additionally, fracture angulation and morphology suggests a torsional force. Binding forces can occur when instrument removal is attempted off-axis. Conclusion: the above observations are consistent with off-axis removal.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion surgery (tlif) at l5-s1 for degenerative disc disease. During the surgery, the surgeon impacted the pak needle into the pedical at s1. The patient's bone was extremely hard. The surgeon was unable to remove the needle; the needle broke upon attempt to remove. No fragments remained in the patient. No additional complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor imaging films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.